Event description:
Information received indicated the tend lever was not lowering the head end of bed into trendelenburg position.

Manufacturer narrative:
The hill-rom technician replaced the trend valve to resolve the issue.